Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 24.1cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the hypotube is separated but it appeared to be kinked prior to separation.

Event description:
It was reported that a shaft break had occurred. While advancing the 3.50 x 8mm nc emerge balloon catheter across a tortuous anatomy, the shaft broke outside of the patient. Another of the same device was used to successfully complete the procedure with no patient issues.

Event description:
It was reported that a shaft break had occurred. While advancing the 3.50 x 8mm nc emerge balloon catheter across a tortuous anatomy, the shaft broke outside of the patient. Another of the same device was used to successfully complete the procedure with no patient issues.